Event description:
Revision surgery of triathlon tka tibial implants. Dr. Completing revision surgery of existing tka implants. Revision due to patient complaint of pain and infection as per dr.

Manufacturer narrative:
The following devices were also listed in this report: device name: x3 triathlon cs insert no 4 9mm; cat# 5531-g-409-e; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.